Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
With the definitive prosthesis in the humerus and on the glenoid, a trial reduction was performed with a trial insert (std +3) to finally check the stability of the shoulder. After trial reduction, it was not possible to remove the trial insert, because the shoulder could not be luxated anymore. Arm was moved in different positions with traction and patient got extra medication to relax the muscles, but with no result. Surgeon decided to let the trial insert stay in place, because he was afraid of damage to the humerus and/or other structures when putting more effort and force on the arm to luxate the shoulder. Surgeon understands that this is off label use, but the decision was made in order to prevent the patient from other (possible worse) damage.

Manufacturer narrative:
From the communicated elements, no analysis could be carried out (no sufficient information: no product returned, no x-rays and no batch number). Based on the above elements, the need for corrective action is not indicated. We close this complaint as undeterminable and will re-open it if any relevant information is received.